Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found haptic torn and a missing piece of haptic and clear residue/debris on lens. (B)(4).

Manufacturer narrative:
Additional information: (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -10.0 diopter, in the patient's left eye on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to lens tear during injection. The lens was exchanged with another lens of similar model and this resolved the problem. The patient's post-op best-corrected visual acuity was 20/20 and uncorrected visual acuity was 20/20.